Event description:
The customer reported that the system does not emit x-rays. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the x-ray tube was broken and the x-ray tube discharges. The kv was at the maximum and there was no ma. The x-ray regulator and tube were replaced. The system operates as intended.